Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula instrument had a snapped cable. The procedure was completed as planned with no reported injury using a backup instrument. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was observed. The instrument did not collide with any other instrument or tool during the procedure. There were no issues related to left/right (yaw) motion of the grips or up/down (pitch) motion of the wrist. There were no cables visibly protruding from the distal end of the instrument and no photographic images of the device were available for review. Patient demographic information was unknown.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the permanent cautery spatula instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue.